Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief. The pulled cable broke the rear pulse wire solder connection in the electrode belt distribution node. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that wires were exposed on a patient's electrode belt.